Manufacturer narrative:
Internal complaint reference (B)(4). H6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 was returned off the needle but attached to the suture. The t2, and suture were returned on the needle. The needle tip is broken off and the channel has been compressed shut so that the t2 cannot pass. The knot has not been tightened down. The variable depth straw has been trimmed. A functional evaluation cannot be performed due to the damaged condition of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force allowing the device to prematurely deploy. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, t2 of the ultra fast-fix fell off automatically and could not be used normally. The procedure was completed using a smith and nephew back up device. It is unknown if there was a surgical delay and if the event happened internal or external to patient. No further complications were reported.